Event description:
It was reported that stimulation levels had increased from 1.7 to 10.3v, after the patient walked through a security gate. There were no other symptoms or injury attributed to the event. The hcp reported the field staff had programmed the system six days after placement. At follow-up in the clinic in 2008, the patient reported stimulation therapy provided approximately 75 percent symptom control. There was no record of the reported event in the patient's medical record. Review of device registration did not indicate the patient's underlying disorder.